Event description:
Customer's wife reported customer received an unspecified glucose reading from their freestyle freedom meter that was higher than they felt. Customer's wife reported customer self-administered 50 units of long-acting insulin medication before leaving home. Customer later informed customer's wife over the phone that he was experiencing symptoms of hypoglycemia inside his car and eating candy bar to counteract his symptoms. Customer's wife reported customer passed out after calling her. Customer's wife was unsure if customer was taking too much insulin medication based on the reading he received. Paramedics were called and treated customer with glucose intravenously. It is unknown what reading customer received from his meter before taking his insulin medication. Adc customer services attempted to reach customer for additional information but without any success. There was no report of death or permanent injury associated with this event.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv2.5 device ruptured during filling. The device was filled with cytostatica. There is no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.